Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose reading of 40 mg/dl. The customer stated that the blood glucose and sensor glucose readings had discrepancies. The sensor glucose reading was 114 mg/dl. She also reported receiving a weak signal alarm. On another occasion, the sensor had come off due to tape that did not adhere. The blood glucose reading at that time was 49 mg/dl. The blood glucose reading at the time of the call was 150 mg/dl, and she stated the current sensor was working fine. Advised the customer on proper sensor usage procedures. Nothing further reported.